Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient thought their battery was going dead. It was asked why they thought it was going dead and the patient stated that about two weeks ago ((B)(6) 2017), they were not able to charge their ins. The patient also indicated that they were not able to feel stimulation anymore around the same time. Troubleshooting could not be done due to a lack of access to the products. It was reviewed that the patient could follow-up with their healthcare provider to contact a manufacturing representative if needed. No further complications were reported/anticipated.